Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing revealed no indication of conductor fracture or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies with the exception of damage consistent with that occurring at the time of the procedure.